Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a meniscal cinch ii, ar-4501, was being used during a meniscal repair procedure. The surgeon implanted both implants into the lateral side of the meniscus with no issue. He then went to test his fixation with a probe and the implants seemed to be loose. He tested the back side of the fixation and the knot became undone. The surgeon cut the suture, and left the implants seated in the meniscus as they were behind the capsule. He then completed the case with a device from another manufacturer.